Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of an unknown level. Customer indicated that the pump screen was hard to read and the keypad buttons are not responsive. Customer also indicated that the pump could not complete the rewind process. Troubleshooting found that the customer did not feel well and could not troubleshoot further. Customer was advised to revert to a back up plan and to call back when they were able to do so. Customer was also advised to contact their doctor or to go to an emergency room as they did not know how to use needles. No further assistance was necessary.